Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and assisted the caller through the pump reset process. No additional information was received regarding the outcome of the event.